Event description:
It was reported that during basilar artery thrombectomy procedure, physician delivered subject guidewire to go through the v4 occlusion and then super selected to left vertebral artery. However slight resistance was encountered so, the subject guidewire could not advance smoothly. The patient developed transient vasospasm. Physician withdrew the subject guidewire and used another guidewire to pass the occlusion and used aspiration catheter and stent retriever to finish the procedure. After the procedure the physician found that the tip of the subject guidewire was stretched. Additional information received on 27-jun-2023 clarified that the subject guidewire tip was broken during use.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire ptfe coating was noted to be peeling in multiple areas to 30cm from the proximal end. The guidewire was broken/fractured approximately 200cm from the proximal end, the distal tip dome was not returned. The core wire was noted to be protruding through the nitinol tubing. The platinum coil was exposed at the distal end at the site of the fracture and was slightly stretched. The hydrophilic coating was hydrated there were no anomalies noted. Functional inspection could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. He reported complaint was confirmed based on the device analysis. The device failed to meet specifications when received for complaint investigation due to the analyzed anomalies. Additional information provided by the customer indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared for use as per the directions for use. The dispenser hoop was flushed before removing the guidewire and there was no resistance encountered removing the guidewire from the dispenser hoop. The guidewire tip was shaped 45°. No force was used to overcome resistance. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. Other devices used in the procedure in conjunction with the subject device was a microcatheter. The guidewire tip was fractured during the procedure (inside patient anatomy) and the tip was retrieved out of the patient, but no snare device was used to take the tip out of patient anatomy. There were no adverse consequences/permanent damage to patient due to the vasospasm. The vasospasm did not require any medical intervention to prevent permanent harm. Product analysis found the guidewire was broken/fractured approximately 200cm from the proximal end where the tip dome would normally be attached. The core wire was noted to be protruding through the nitinol tubing. The platinum coil was exposed at the distal end at the site of the fracture and was slightly stretched. The distal tip dome was not returned but additional information confirmed it was removed from the patient. The damage to the returned guidewire indicates the device encountered significant manipulation during the procedure. An assignable cause of procedural factors has been assigned to the as reported ¿guidewire difficult to advance¿, ¿guidewire distal tip stretched¿ and ¿guidewire distal tip broken/fractured during use¿ in addition to the as analyzed ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire distal tip stretched¿ since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of anticipated procedural complication has been assigned to the as reported ¿patient vasospasm non-serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. Analysis of the returned guidewire also found evidence of scraping and peeling of the ptfe guidewire coating from the proximal end to 30cm from the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as analyzed ¿guidewire ptfe coating peeling¿ has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.